Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. The patient weighed 400 lbs, the groin site was reported to be "deep" and the patient experienced pain during the procedure. Reportedly, the starclose se device did not seal the vessel. It was reported that "while holding the sheath, the patient was moved from the cath lab". Manual compression was applied. At an unspecified time later, the patient expired. It was reported that the "device did not fail; there was a perforation in the femoral artery." Additional information and event clarification has been requested, but no additional information has been provided.

Event description:
Subsequent to the initial medwatch additional information was received which clarified that the sheath and the device were removed from the anatomy after the procedure. Manual compression was held while the patient was sent to recovery. No further information was obtained.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).